Manufacturer narrative:
Section d6a: if implanted, give date: (B)(6) 2024. Section d6b: if explanted, give date: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that synergy toric intraocular lens was explanted during secondary surgery as the patient was dissatisfied with the far vision quality. The lens was replaced with another intraocular lens, but details about the replacement lens were not disclosed due to patient privacy policies. Directions of use were followed. The patient was fully recovered. No other information was available.